Manufacturer narrative:
Failure analysis on the returned central processing unit (cpu) board and speakers shows that the cpu and speakers were tested, and no failures were identified. All parts met specifications.

Manufacturer narrative:
G4:14apr2021. B4:14apr2021. The device was evaluated by a philips service technician who could not reproduce the event but confirmed the occurrence by a review of the event log. During the evaluation, it was also identified the power on/off light emitting diode (led) was not illuminating. The philips service technician replaced the central processing unit (cpu) and speakers to prevent the reoccurrence of the primary alarm from failing. The power switch overlay was replaced to correct the led failure. Preventive maintenance was carried out, and the unit passed functional testing, and no other issues were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19jan2021 .

Event description:
The customer reported a primary alarm failed alarm. There was no patient involvement.